Manufacturer narrative:
Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1100601133. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1100666041. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) is not functioning properly. The patient stated that after attempting to activate the device, it never functioned. It is unclear whether the activation procedure was performed correctly. Additionally, the patient reported that during a hospital admission for an unrelated procedure, he was informed that the aus tubing had passed through his urethra. The aus remains implanted. The patient was advised to follow up with a physician. No additional information was provided.